Manufacturer narrative:
Device evaluation- eighty-four unused samples were returned for evaluation. Visual inspection was performed and no defects were identified. Half of the returned samples were given simulated use testing. The devices were assembled as per device instructions: the needle-pro safety devices were attached to syringes and needles attached to syringes. The assembled devices were then tested by inserting the needles into medication vials, withdrawing fluid and then using the syringes to inject fluid. During this testing no leakage or component detachment occurred. The samples were tested for needle breakage; the testing showed the samples met with specifications for minimum required force to separate the needle from the needle hub. The samples were found to perform as specified.

Event description:
Information received a smiths medical sharps safety/jelco hypodermic needle-pro needle reported incident of " needle broke in patient's arm."